Event description:
Information received from the field notes that the patient had an aai pacemaker inplanted for sinus arrest and develop-ed atrial fibrillation. A routine chest x-ray showed a leadfracture located at the ligature around the anchoring sleeve predispose the lead to fracture.~~~~~